Event description:
It was reported that on (B)(6) 2015, the patient underwent congenital spinal deformity correction surgery. During the surgery, there were three products found slipped and could not be used anymore. The surgeon had to change to others to complete the surgery. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): only the broken-off portion of the implant was returned. Unable to examine the threaded portion of the implant.

Manufacturer narrative:
(B)(4).